Event description:
The customer's mother stated that the customer was hospitalized for low blood glucose levels. Prior to the hospitalization, the customer's blood glucose was 64 mg/dl, and he experienced seizures. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The mother also stated that the insulin pump has a crack on the battery cap. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.